Manufacturer narrative:
It was reported that due to ¿mesh failure¿ and recurrent urinary tract infections the patient underwent implantation of sparc device on (B)(6) 2012. Later in 2012, the patient underwent mesh excision due to voiding dysfunction and ¿mesh failure.¿ (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following surgery the patient experienced infection, frequency, urgency urinary/bowel problems, recurrence, bleeding and vagina scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a laparoscopic tubal ligation.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, dysuria, pressure and urinary hesitancy. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia, chronic cystitis and urge incontinence.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2012 by (B)(6) due to recurrent incontinence and retention.

Event description:
It was reported that the patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2009. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.